Event description:
This orchestra programmer was used to interrogate a pt's device in 2003, however it was reported that the unit would not boot up and displayed an error message stating, "operating system not found." This programmer was originally reported on a device defect report (ddr); however, according to the letter dated april 23, 2004 from the FDA this device is being filed as an MDR.